Event description:
During an angiograph a peri stent aneurysm was detected.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt

Manufacturer narrative:
Additional information was received regarding the patient's medical history and demographics. A (B)(6) male with remarkable medical history had an unknown cypher stent implanted in a type b and bifurcated lesion in the proximal lad during an index procedure. There were no procedural complications reported. At an unknown time, the patient experienced chest pain and a coronary angiography revealed a coronary artery aneurysm at the site of the cypher stent in the lad. The aneurysm was 8mm long and 4mm wide. Nothing was done to treat the aneurysm. Another lesion in an unknown vessel was also found during the interventional procedure. Multiple attempts were made to clarify the relationship of the treatment of the new lesion to the cypher stent implanted without success. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. It is our intention to report conservatively when information is not known; therefore the restenosis is reported to capture the re-pci conducted in the unknown lesion. Restenosis and coronary artery aneurysm are known potential adverse events following stent implantation. Films of the index procedure were not available; therefore details of the intervention such as vessel pre-dilation pressure conducted or stent deployment pressure were unknown. Excessive dilation may cause deep wall injury of the vessel that may lead to coronary aneurysm formation. Based on the limited information available, the lack of films for review and the products not available for evaluation, it is not possible to draw a conclusion about a clinical relationship between the device and the events.